Event description:
The device is not functioning properly, IV nurse noted that when the tube is inserted into the saf-t holder device, the tube does not fill with blood as it should. Then when the tube is removed, blood began to flow out of the saf-t holder device. No harm to the patient. No device retained, no pictures.